Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the patient have an infection? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Was the cefradine given prophylactically? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were cultures performed? If so, please provide the results. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent an appendectomy on (B)(6) 2023 and suture was used on the wound. Post-op, the patient experienced wound secretion and inflammation. On the fourth day after the surgery, when the patient changed dressing, the patient found that the wound was red, swollen, and oozing blood. The doctor immediately removed the suture and replaced the with suture and resutured the wound. Intramuscular injection of cefradine (1.0g) was administered once a day for treatment. On the 11th day after the surgery, the patient's wound healed well. Additional information was requested.